Event description:
The customer reported that the shock was not delivering. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). The customer reported that the shock was not delivering. There was no reported pt involvement. The issue was localized to the external paddle set.